Event description:
At 1800, I came on shift and was given report about my pt (patient) who was on a heparin drip. I verified that the pump was running at initial infusion dose, which was 9.1 units/kg/hr at 1854. At 1920, pt's family came out of room and informed me that blood backed up in the tube. At this time, I noticed that the bag was empty. I went to pull new bag and tubing. As I pulled the new bag, I noticed the bag was 250 ml and noticed it seemed strange that the bag was empty already. I checked the pump when arriving back to room and noticed that vtbi [volume to be infused] was 188 ml still on pump yet the bag was empty. I pulled all of the tubing out and bag out and spiked new bag and hung new bag. I verified dose was still 9.1 and had additional nurse sign off. Then I went deeper into chart to see if any additional boluses were given from bag prior to my shift. None were charted. Heparin was stopped.